Manufacturer narrative:
(B)(4). Date sent 5/29/2025. D4 batch #392d85. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only anvil half washer was present on the returned anvil and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a the returned anvil and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, it should be noted that when the device is designed to remain inactive if the anvil is improperly secured or if the orange staple height indicator is not entirely within the green zone of the tissue compression scale. Always ensure that the anvil is firmly attached by confirming the orange band is fully covered. The device will not operate if the anvil is loose. The device will not function unless the anvil is correctly attached and the orange staple height indicator is completely within the green range of the tissue compression scale. Before firing, check that the anvil is safely attached, ensuring the orange band is obscured. An unsecured anvil will prevent firing. The device requires that the anvil is properly affixed and that the orange staple height indicator aligns with the green zone on the tissue compression scale for activation. Please reference the instructions for use for additional information. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 392d85, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure that the device didn't fire correctly. The anvil tightened down halfway then loosened up. Unknown as to how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent 4/29/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 5/27/2025. Corrected data d4: UDI#. The device upon which this. Medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.